Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction in d8, e2, g2. Additional in h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken flange gripper retainer, rear case and right iui. Replaced crack front cover, right handle, left handle, front door, rear door and lock label. Replaced contaminated left iui. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 01feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to broken/damaged syr/pca flange gripper retainer. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : the device has been received and an evaluation is pending.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.